Manufacturer narrative:
Correction: checked e2 box.

Manufacturer narrative:
Voluntary medwatch report received: mw5167272.

Event description:
Voluntary medwatch received states that the atrial lead was explanted due to infection. No patient consequences was reported.